Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet pump, with a documented glucose of 54 mg/dl and an estimated duration below 70 mg/dl that could have exceeded 90 minutes; the caregiver expressed concern that the pump was delivering too much insulin and had been underreporting meal information, and oral fast-acting carbohydrates were used per standard instructions. Investigation included technical support review, user coaching on proper meal entries, consideration of a factory reset with full supply change, and referral to a healthcare professional or trainer for further guidance. Further investigation of this case revealed inappropriate use behavior due to inaccurate meal reporting and possible algorithm over delivery perception without confirmed device malfunction. Symptoms included low blood glucose. Outcomes included user counseling and corrective education with no hospitalization or injury reported at the time of call. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear and likely related to use behavior rather than a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.